Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). All components were removed and replaced with a new aus system. The old aus had a fluid leak in an unspecified location. No patient complications were reported in relation to this event.